Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4). A 2.5x15 mm xience alpine referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the left anterior descending artery that had previously implanted unspecified stents. A 2.5x15 mm xience alpine stent delivery system was removed from the dispenser hoop and when the protective sheath was removed the stent dislodged. No resistance was noted during removal of the protective sheath. The device was not used and there was no patient involvement. A new 2.5x15 mm xience alpine stent delivery system was advanced but could not cross due to the patient anatomy. There was no interaction of devices and no other device or procedural issues noted. A 2.5x8 mm xience alpine stent delivery system was advanced but was unable to cross the lesion due to the patient anatomy. When attempting to cross the diseased area the stent became dislodged from the balloon. Unsuccessful attempts were made to retrieve the dislodged stent using a snare device. An unspecified balloon catheter was then used to deploy the stent proximal to the lesion in healthy tissue. A 2.5x38 mm xience alpine stent, a 3.0x23 mm xience alpine stent and the 3.5x15 mm xience alpine stent were implanted successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.